Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was concern with the length of time it took for an alarm to activate when the data cable was disconnected. There was also a reported concern that there was a delay of data transfer to the alarm history. The site reported the controller alarm sounds were unusual when a self test was initiated. It was suggested to exchange the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms and unusual sounds while performing a controller self-test were not confirmed. The additional reported events of a delay on the controller alarming when disconnecting the white power cable from external power and a delay while downloading log files were also not confirmed. The submitted log file contained approximately 2 hours of data (B)(6) 2022 from 8:09:23 to 10:03:40 per the timestamp). The log file did not capture any issues with the controller. The log file captured that the power cable disconnect alarms associated with the white power cable being disconnected activated 5 seconds after the power cable was disconnected, which is the appropriate delay for the alarm; the log file captured that the alarms associated with the black power cable being disconnected had the same delay before activating. There were no notable alarms throughout the log file. However, the log file captured frequent and intermittent pi events which may have overwritten the events containing the reported low voltage alarms. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the patient¿s 14v batteries and battery clips were properly cleaned after the low voltage alarms were observed; it was noted that no further low voltage alarms were observed. It was also reported that it took at least 30 minutes to download log files from the controller. Technical services indicated that the submitted log file did not show any issues and recommended exchanging the patient¿s system controller with a new controller when the patient can tolerate a pump stop. Multiple requests for additional information were made to determine if the heartmate 3 system controller (serial number: (B)(6) was exchanged, if further alarms have been observed, and if the controller would be returned for evaluation; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on(B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the system controller exchange took place on 14jul2023.